Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor had been disconnected from the ilet pump for an extended period, which stopped automated dosing, and the user was confused about how to pair the cgm; an agent assisted with re-pairing, after which glucose readings displayed on the pump and dosing was expected to resume. Symptoms included hyperglycemia, with a reported blood glucose of 263 mg/dl. Outcomes included temporary interruption of automated insulin delivery with subsequent resumption once cgm connectivity was restored, and planned follow-up to confirm glucose regulation. Investigation included technical support troubleshooting and user education on proper cgm-to-pump pairing and the dosing implications of cgm disconnection. Investigation of this case revealed user error related to setup and understanding of system operation, with device function restored after correct pairing. It was concluded that the device operated as designed once the cgm was correctly paired and that the event was attributable to use-related error rather than a device malfunction.